Event description:
It was reported from (B)(6) that controller beeps with the acknowledge tone like the batteries were reconnected, but connection was fine. The patient's batteries were replaced by the hospital with no effect on the patient. It is unknown which two of four the following batteries were involved: battery 160de, bat044980. Battery 160de, bat044908. Battery 160de, bat044923. Battery 160de, bat044906. This is report 1 of 2.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed external visual inspection and failed functional testing therefore failing to meet specifications. During ti testing, the battery exhibited a 'high max error,' indicative of a unit that is out of calibration. The high max error revealed during testing of battery (B)(4) is an incidental finding and is not related to the reported malfunction. This is a calibration gage and does not cause power switching; the malfunction specified by this value is caused by improper charging of the battery. The reported event could not be confirmed as log files were not provided for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is one of two reports (3007042319-2015-00683 and 3007042319-2015-00684) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00683 and 3007042319-2015-00684) submitted for devices related to the same event.